Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that dropped to 52 mg/dl. The patient states that they have pancreatitis, vertigo, and dehydration. For treatment, the patient was given fluids and medication. The patient was discharged after 4 days. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.